Manufacturer narrative:
(B)(4). Maquet cardiopulmonary was not able to investigate the product as it was not available for investigation. A review for the specific product has been performed and a similar complaint with a failure confirmed was found. The investigation results of this similar complaint are as follows: during tightness test of the product a leakage on luer lock on upper blood outlet side could be confirmed. A deformation inside the luer lock connector was found during microscopic inspection. These deformation was most probable caused by a glue drop. Due to this drop (enhancement) the cone of the luer lock cap was not able to seal properly. Based on the received information and the previous investigation results the reported failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time. Additional information: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.

Event description:
Description from the customer report: "crack at the dearing port in the arterial outlet side. New oxygenator assembled and used for the patient. Procedure went on smoothly." (B)(4).